Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The facility states a resident was being transferred in a reliant 450 lift and sling when the strap allegedly tore off the corner, causing the consumer to fall back into his wheelchair. No injury is alleged.